Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pressure gauge moved down below zero. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 26 encore balloon catheter inflation device was selected for use. During the procedure, inside patient, the device was used without issues initially; however, after inflation was performed at about 10 times, it was observed that the gauge needle moved down under zero. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned with the gauge needle below 0atm. There were droplets of contrast media in the flexcil line of the device. A functional test of the complaint device was carried out and ni damage or issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the pressure gauge moved down below zero. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 26 encore balloon catheter inflation device was selected for use. During the procedure, inside patient, the device was used without issues initially; however, after inflation was performed at about 10 times, it was observed that the gauge needle moved down under zero. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.